Event description:
It was reported to boston scientific corporation that a rx cytology brush was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During preparation, a leak was noted on the tray packaging. The sterility of the device was compromised. The procedure was completed with another same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of packaging tear, rip or hole in device packaging. Imdrf device code a1801 captures the reportable event of device not sterile.